Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user attempted to insert two cartridges into the ilet without rewinding the piston in the ilet chamber, forced the cartridge into place, and insulin leaked while the user was disconnected from the device. Symptoms included none reported and blood glucose was stable. Outcomes included no injury and no hospitalization. Investigation included complaint intake and assessment based on user report. Investigation of this case revealed improper use related to cartridge insertion and piston position, consistent with user handling error affecting the cartridge attachment function. It was concluded, based on previously established findings for similar reports, that the cause was user not following device use instructions during cartridge insertion.